Event description:
It was reported that the device was in use with patient and was found to be leaking. The reporter stated they typically change the infusion sets "weekly" but the leakage required the tubing to be changed every several days. No adverse effects to patient reported.